Event description:
The customer reported the generator activated after self check without problem. However, after inserting the needle into the pt, hhh was displayed on the generator. Procedure was completed with rtc.

Manufacturer narrative:
(B)(4). The incident generator has been received at tyco healthcare (B)(4) service center and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.